Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller does not screw well into the mobile power unit (mpu) cables and there was not good connection. It seemed that the thread was worn out. Some power cable disconnect alarms occurred. The mpu was retired.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being difficult to connect to the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned to the european distribution center (edc) upon initial inspection, damage to the black power cable screw connector was noted. It was found that the damage prevented the controller from being completely screwed onto the cable, confirming the reported event. The mpu booted up and functioned as intended. The patient cable was replaced, and preventative maintenance was performed before returning the unit to the rental pool. The patient cable was forwarded to the product performance engineering group, and the damage and difficulty to connect the controller to the cable was observed. The patient cable was connected to a known working test unit, a test controller, and a mock circulatory loop, and the cable was able to support the system as intended for an extended period of time without issue or alarm. The root cause of the difficulty connecting the system controller to the mpu was determined to be damage to the mpu patient cable. The root cause of the damage was not conclusively determined through this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 8 of the IFU ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu had been in use at the time of the event.

Manufacturer narrative:
B5 - describe event or problem updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.